Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was not possible to perform a thorough analysis on the product because it was not returned for investigation. Migration of the filter can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, device placement technique, accessory device support, and insufficient landing zone for the filter basket. The emboshield nav6 instruction for use (IFU) provides the following precautions: maintain proper guiding catheter / sheath support in the common carotid artery throughout the procedure. Ensure that there is adequate distance between the proximal tip of the filtration element and the most distal tip of any interventional device to be introduced over the filter delivery wire to avoid engagement. Based on the reported information, the filter migration appears to be related to the shuttle sheath losing position resulting in the filter being pulled down toward the target lesion. A review of the finished device lot history record did not reveal any nonconforming material records for this lot. A query of the complaint database was performed and there have been no other incidents for filter migration reported for this lot. In this case, the reported migration appears to be related to case circumstances and there is no indication to suggest a product deficiency.

Event description:
It was reported that during the procedure the emboshield nav 6 embolic protection device (epd) was advanced and positioned in the right internal carotid artery through a cook shuttle sheath. The aortic arch was tortuous. During pre-dilatation, using a non-abbott balloon, the shuttle sheath lost position and moved into the aortic arch, resulting in the open epd moving down toward the target lesion. The epd was removed using the retrieval catheter and the procedure was successfully completed using an rx accunet. There was no adverse patient effect. Though requested no additional information was provided.